Manufacturer narrative:
Patient age or date of birth and weight no available for reporting. This report is for an unknown cortical lag screw. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery of a broken cortical lag screw on (B)(6) 2017. The patient was originally implanted with one (1) 1/3 tubular plate and an unknown quantity of cortical and cancellous screws, both in the plate and independent of the plate, to repair a broken ankle. The date of the original procedure is unknown. Postoperatively, date unknown, the independent cortical lag screw was noted to be broken. During the revision surgery, the broken cortical lag screw was easily removed using a synthes 3.5 extraction bolt. The patient was implanted with a 2.0 mm t-plate and five (5) 2.0 mm cortex screws, with 26 mm, 30 mm, 32 mm, 38 mm, and 40 mm lengths. All other previously implanted devices were left in the patient. The procedure was successfully completed with no additional medical intervention required and no harm to the patient. Reportedly, there were no unanticipated x-rays required during the procedure. Concomitant devices reported: 1/3 tubular plate (quantity 1), cortical screws, cancellous screws. This report is for one (1) unknown cortical lag screw. This is report 1 of 1 for (B)(4).